Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge pump and meant pump could no longer be considered watertight, although pump had not shut down and cause of damage was believed to be normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed address and delivery details, provided instructions for storage mode and for programming settings and reconnecting continuous glucose monitor, and instructed customer to return damaged pump to tandem within 10 days using provided shipping materials to avoid being billed.